Event description:
It was reported that the stimulation was not really working to address patient's pain needs. It was hard to charge the implantable neurostimulator. When patient did physical work, the stimulation would go up to his head, gave him a headache and made him "woozy." The device was not giving patient the benefit he expected, and it was used for a month. The doctor was considering a lead revision. Patient will consult with an health care professional to see if system could be removed.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).